Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of the device leaking oil was confirmed. The device had a foreign substance on the internal components. A definite root cause could not be determined, the device was scrapped at the manufacturer.

Event description:
It was reported by the customer the hudson/modified trinkle reamer was leaking oil. No medical intervention and no adverse consequences were reported with this event. As there was no associated procedure, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported by the customer the hudson/modified trinkle reamer was leaking oil. No medical intervention and no adverse consequences were reported with this event. As there was no associated procedure, there was no patient involvement and no delay to a surgical procedure.